Manufacturer narrative:
No pt injury was reported. No further pt info was provided. A gambro technical services (gts) field rep inspected the machine. He checked all pumps and scales. He performed a simulated treatment with no problem found. No corrective action was taken. The safety alert training has been performed subsequent to this event.